Event description:
It was reported that during the device implantation procedure, electrode one on the lead was "faulty." A new lead was placed which produced adequate motor and sensory responses in the patient. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).